Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was not released by the facility.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well post-operatively. The explanted ipg was not released by the facility.